Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), urinary tract disorder ('bladder or urinary problems or changes') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)," and device difficult to use "physician had difficulty placing the essure device; therefore, the procedure was extremely painful". The patient's medical history included migraine, overweight, endometriosis, ovarian cyst and stress incontinence, female. Previously administered products included for an unreported indication: mirena. Concurrent conditions included urinary tract infection, heartburn, hematuria, neck pain, back pain, bronchospasm, post coital bleeding, uterine bleeding, endometrial polyp, submucous leiomyoma of uterus and cervical dysplasia. Concomitant products included gabapentin and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have blood oestrogen increased ("hormonal changes describe: higher estrogen levels"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: allergic reactions due to skin breakouts/ rashes or skin conditions type: rashes & skin discharge"), 9 months 7 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia ( heavy menstrual bleeding)"). In (B)(6) 2016, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: allergic reactions due to skin breakouts"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea"), skin disorder ("skin discharge") and procedural pain ("physician had difficulty placing the essure device; therefore, the procedure was extremely painful"). The patient was treated with surgery (hysterectomy partial with bilateral salpingectomy and medeurethral sling with solyx). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved, the blood oestrogen increased, rash, dermatitis allergic, urinary tract disorder, bladder disorder, hypertension, dysmenorrhoea, urinary tract infection, migraine, abdominal pain lower, psychological trauma, cystitis, vaginal discharge, vaginal infection, headache, nausea, skin disorder and procedural pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood oestrogen increased, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage, metrorrhagia, menorrhagia, cystitis, vaginal discharge, vaginal infection. Trailing coils: right -1; left-1 as per ppf- confirmation test? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case the following events were confirmed in patient's medical records : pelvic pain, rash, weight gain, allergic reaction, headaches, hypertension, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, vaginal discharge, iron deficiency anemia, lower abdominal pain batch no d01968 production date 2014-08-21 expiration date 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), urinary tract disorder ('bladder or urinary problems or changes') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)," and device difficult to use "physician had difficulty placing the essure device; therefore, the procedure was extremely painful". The patient's medical history included migraine, overweight, endometriosis, ovarian cyst and stress incontinence, female. Previously administered products included for an unreported indication: mirena. Concurrent conditions included urinary tract infection, heartburn, hematuria, neck pain, back pain, bronchospasm, coital bleeding, uterine bleeding, endometrial polyp, submucous leiomyoma of uterus and cervical dysplasia. Concomitant products included gabapentin and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have blood oestrogen increased ("hormonal changes describe: higher estrogen levels"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: allergic reactions due to skin breakouts/ rashes or skin conditions type: rashes & skin discharge"), 9 months 7 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia ( heavy menstrual bleeding)"). In (B)(6) 2016, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced urinary tract disorder (seriousness criterion medically significant) and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: allergic reactions due to skin breakouts"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea"), skin disorder ("skin discharge") and procedural pain ("physician had difficulty placing the essure device; therefore, the procedure was extremely painful"). The patient was treated with surgery (hysterectomy partial with bilateral salpingectomy and medeurethral sling with solyx). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved, the blood oestrogen increased, rash, hypersensitivity, urinary tract disorder, bladder disorder, hypertension, dysmenorrhoea, urinary tract infection, migraine, abdominal pain lower, psychological trauma, cystitis, vaginal discharge, vaginal infection, headache, nausea, skin disorder and procedural pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood oestrogen increased, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypertension, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage, metrorrhagia, menorrhagia, cystitis, vaginal discharge, vaginal infection. Trailing coils: right -1; left-1 as per ppf- confirmation test? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pregnancy test urine on (B)(6) 2017: negative. Concerning the injuries reported in this case the following events were confirmed in patient's medical records: pelvic pain, rash, weight gain, allergic reaction, headaches, hypertension, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, vaginal discharge, iron deficiency anemia, lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet, plaintiff profile form and medical records received: lot number added. Incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, blood oestrogen increased, rash, hypersensitivity, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, migraine, pelvic pain, weight increased, abdominal pain, abdominal pain lower, device difficult to use, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, genital haemorrhage, psychological trauma, cystitis, vaginal discharge, vaginal infection, headache, nausea,skin discharge. Lab data added. Medical history, concomitant conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.